Event description:
It was reported to philips that the system was unable to perform fluoroscopy.the device was in clinical use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. According to the additional information collected, the issue occurred during a vascular diagnostic procedure. The procedure was completed by transferring the patient to another room. The philips remote service engineer (rse) examined the system remotely and, after reviewing the logs, identified faults in the x-ray output cabinet. The philips field service engineer (fse) then inspected the system on-site and confirmed the reported issue. The fse determined that x-ray irradiation was not possible due to a malfunctioning x-ray tube. To resolve the issue, the fse replaced the defective x-ray tube and returned the removed part for further analysis. Testing confirmed arcing during the high-voltage test. After replacing the x-ray tube, the system was restored to normal operation and returned to service in good working condition. The codes were updated based on the investigation outcome.